Event description:
The user facility reported that the angio-seal sheath and dilator could not enter the punctured side after multiple attempts. After removal, the operator observed there was a kink/bent at the sheath and dilator; therefore, they proceeded to manual compression. The patient was safe and stable. There was no patient injury or surgical intervention. No blood loss was reported. Additional information was received on 19mar2025: the procedure for patient prior to closure was percutaneous coronary intervention (pci). A 6 french procedure sheath was used. A pre-deployment angiogram was performed. Closure was completed successfully with manual compression.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section a5, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The carrier tube was returned in the forward lock position. The sheath and locator assembly were returned partially mated with a kink in at the blood inlet holes of the assembly. Based on the condition of the device, the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. It is likely that damage was sustained to the assembly prior to use and prevented proper deployment of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).